Event description:
It was reported to philips that the system¿s wired footswitch connector was defective, which could affect imaging. No harm to the patient or user was reported. Philips has started an investigation of this complaint.